Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) stated that they saw air in the patient line during the initial drain. The hp was connected at the time of the event. There was nothing unusual noted during the troubleshooting that could have caused or contributed to the reported issue. The technical service representative (tsr) assisted the hp in ending the therapy and advised the hp to restart therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.